Manufacturer narrative:
The other additional rx multi-link referenced is being filed under a separate medwatch report number. The device was returned for analysis. The reported deformation (kink) due to compressive stress was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. There was a noted separation on the hypotube. The separation was in two pieces and both parts were returned. The separation at the hypotube and jacket was torn and jagged. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during attempts to cross the calcified lesion inadvertent mishandling resulted in the reported kink; thus resulting in the reported failure to advance. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the left anterior descending (lad) coronary artery. During the procedure, both multi-link 8 stent delivery systems (sds) used in the procedure, the hypotube kinked during the attempt to cross the lesion. There was no adverse patient effect or clinically significant delay in the procedure reported. The device analysis found that both mulit-link 8 sds had hypotube separations. No additional information was provided.